Event description:
It was reported that prior to starting a da vinci s surgical procedure, the surgical staff noticed that the tip of the cardiac probe grasper instrument was broken off. There were no missing or fallen pieces reported. The reported issue was noticed while the instrument was in the sterile tray. The instrument was reportedly not used in the planned surgical procedure. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the issue of that the tip of the instrument was broken off. The tip of one of the instrument's grips was found to be broken close to midpoint. The broken piece was not returned by the customer. The broken plane of the grip was straight with a smooth edge. No other damage found around the distal area of the instrument. Engineering evaluation was unable to determine how the instrument tip broke off. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken hook tip and main tube scratch issues if to recur could cause or contribute to an adverse event.